Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient died. The target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.5mm and the lesion length was 12mm. Pre-procedure there was 70% stenosis and post-procedure 2% stenosis. There was no attempt made for direct stenting. A 2.75x12mm liberte stent was implanted. A non-bsc stent was implanted due to residual steonisis. The procedure was a technical success. The patient was discharged three days post index procedure without anginal complaints or silent ischemia. The discharge medication was asa. The day of discharge, the patient experienced cardiac death. No additional information provided.